Event description:
It was reported that during preparation prior to surgery, the endotracheal tube could not be deballooned. There was no reported patient involvement nor is there any report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien/medtronic reference: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One sample of a endobronchial tube was returned for evaluation. Visual inspection, and performance tests were performed, and the device was found to be functioning per specifications. The customer reported malfunction could not be verified.